Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had their device replaced because sometime about a year or two after being implanted with the device, it began to "zap" them and randomly turn off on its own. Pt stated they do not know an event date. Pt also stated they were pregnant and miscarried and their hcp could not confirm whether or not it was related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.